Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 450 mg/dl. The customer went to the emergency room and was treated with a saline drip. Approximately 8 hours later, the customer left the emergency room. Reportedly, the customer was tired and dehydrated when leaving the emergency room. A system check was performed with tandem technical support and verified that the pump was functioning as intended.